Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separating. The following information was received by the initial reporter with the following: it was reported by the customer that the spike connector of the burette set falls off during setup with the dialysis machine.

Manufacturer narrative:
One photo was taken by the customer that verifies the complaint. However, do to the lack of model and lot number an investigation can not be conducted. A notification was sent to the manufacturer to make them aware of this incident. A device history record review could not be performed because a model and lot number was not provided by the customer.